Manufacturer narrative:
Additional information was received that the date of the control visit in which the high impedances were first noted was (B)(6) 2018, but the patient did not want to undergo a revision procedure at that time. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead revision procedure wherein two leads were replaced due to high impedances on both leads which caused a lack of pain relief. During the procedure it was noted that one of the leads was damaged. The patient is doing well post operatively.

Manufacturer narrative:
Date of birth: (B)(6): exact date is unknown. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 3027998.

Event description:
A report was received that the patient underwent a lead revision procedure wherein two leads were replaced due to high impedances on both leads which caused a lack of pain relief. During the procedure it was noted that one of the leads was damaged. The patient is doing well post operatively.